Event description:
PICC placed on 10/28/97. 4 french 51cm, cook PICC in right cephalic a-f vein. On 10/30/97, pt complained of soreness in arm and shoulder. 12cm cording of the vein leaking at insertion site when flushed. Required PICC to be d/c'd, discovered a pinpoint hole 6-7 cm up from insertion end of catheter.